Event description:
Boston scientific received information that the pt with this right ventricular lead was brought in for a right atrial lead revision. During the revision procedure, the physician noted that the suture on the rv lead was tied too tightly and had gone through the suture sleeve as well as the insulation. Electrical measurements were still within normal ranges however the physician elected to explant and successfully replace this lead. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis other damages were noted, cuttings and a puncture in the insulation as mentioned in the complaint description. Next, the lead was destructively analyzed and coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. There was no sign of a material or manufacturing problem.